Event description:
A pt was in a hospital bed with guard rails up and wearing a chest restraint because he had been combative due to alzheimer's disease. He was checked at 11:00pm and was fine. At 11:25pm he was found hanging over the rail by the restraint. CPR was unsuccessful and he was pronounced dead at 11:53pm.